Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 4 months post implant of this 16mm pulmonary conduit, technical services received a phone call from the patients parent, stating that this conduit was explanted and replaced with a homograph valve. The reason for replacement is unknown. No additional adverse patient effects were reported.